Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose value was 302 mg/dl at the time of the incident. Customer also reported that the insulin pump had software error detected alarm. The customer was assisted with troubleshooting. Customer stated they were able to clear the alarm and able to rewind the pump. Customer performed self test and displacement test for software error detected alarm which was passed. The device will not be return for analysis.